Event description:
The user reconstruction of the iu tube was incorrect and very likely folded back completely making the reconstruction length almost the full active length with a step size 0.5mm and ipsa. This was covered up by lots of needles surrounding the iu reconstruction and therefore likely not seen. This resulted in a loading pattern visible in the case explorer over almost the full length. In reality this resulted in active positions outside the target in the direction of the transfer tube connection. Error simulation showed an underdosage of about 10% of the volume of the prescription dose looking at the dvh. A certain part of likewise the vagina has been overdosed as a result of those shifted activated dwell positions. User stated that this pt was treated in (B)(6) 2012. It was discovered accidentally when they were exporting plans as a test to their brachy check system. Otherwise this would have gone unnoticed. Since it was so long ago they can't remember details of how it was planned other than ecs views were used since that is their routine. When asked for specific details such as was a combination of manual and automatic used, what slice was reconstruction started, etc. They could not recall.

Manufacturer narrative:
Event caused by user error. The issue was attempted to reproduce in oncentra brachy 4.3 but was not successful.